Event description:
Consumer received a "hi" reading and was treated accordingly. Became hypoglycemic and ems had to be called. When paramedics tested their blood, they got a reading of 29. The following day the meter compared to their doctor's office meter for comparison. Analysis run on clark error grid using competitive reading (65) as ref. Points vs. Bd readings (434) yielded data points in the "d" range of the grid, outside acceptable limits.